Event description:
Reporter stated that back to back tests performed on user's surestep meter using separate finger sticks were 17 and 105 mg/dl (107% difference). No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.